Event description:
It was reported that the right ventricular (rv) lead had a sudden high increase in impedance due to a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned analyzed and the setscrew marks on the connector pin were too proximal. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.